Event description:
It was reported that during a ureteroscopy procedure for kidney stone, the fiber broke proximal to laser while plugging in. Another fiber was used to complete the procedure. There was no patient complication.